Event description:
According to the police report the end user was operating the motorized wheelchair in the roadway and was stuck by a motor vehicle while attempting to cross the roadway. Allegedly, as a result of the incident, the end user required hospitalization.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The police report states that end user was operating the power wheelchair in the roadway, against traffic and did not stop before crossing the intersection. The owner's manual warns, "do not drive your mpv 4 on the roadway or public streets".